Manufacturer narrative:
Although no device was returned for evaluation, the original equipment manufacturer (oste) conducted an investigation based solely on the information provided by the user facility. The product was sold most recently on (B)(6), 2016. A review of the device history records (DHR) noted the following; production date: (B)(6) 2015. A manufacturing and quality control review was performed for the affected lot or serial number without showing any non-conformities or deviations regarding the described issue. The investigation was completed by oste and it was determined that there is no manufacturing, material or processing related cause for this failure mode. Oste conclude that the likely cause of the reported damage was induced by thermo-mechanical fatigue. It cannot be determined whether there was advanced wear and tear or pre-existing damage. Furthermore, it cannot be determined whether the final damage was triggered in the course of the procedure or during reprocessing. In the event there were doubts whether fragments of the insulating insert remained inside the patient, oste recommended an exploratory x-ray and/or computer tomography. For this error pattern, a CAPA was initiated in (B)(6)2019 for insulation insert long term stability. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The nurse at the user facility further reported that after the transurethral resection of a bladder tumor procedure, a new cystoscopy tray was used to inspect the patient's bladder but with no results. The procedure was completed. The physician is experienced in using the device. The device was not noted to be broken prior to use. The tip of the broken ceramic tip was approximately the size of a quarter. A broken tag was placed on the instrument and sent for processing. The referenced sheath was not returned to the service center for evaluation; therefore the exact cause of the reported event cannot be determined. However, if the device is returned at a later date, this report will be supplemented accordingly.

Event description:
The technical assistance group was informed that during a transurethral resection of the bladder tumor (turb); cystoscopy procedure, the ceramic tip at the distal end of the inner sheath reportedly broke off and could not be located inside or outside of the patient. There was no patient injury reported.